Manufacturer narrative:
Insulin pump error hardware low level failure alarmed during self test and confirmed in pump history with variable (003) due broken trace at pin 1 and 6 on u1 keypad assembly. Insulin pump received with missing display window cover. Insulin pump received with missing display window cover. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures alarm. Customer's blood glucose value was 107 mg/dl. The customer was assisted with troubleshooting. Customer states they perform self-test and insulin pump passed self-test. Customer states insulin pump was not bumped or dropped, no car accident. Customer states crack was seen on upper display part broken. The device will be returned for analysis.